Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was deactivated by the user at the end of the second priming sequence, with both priming sequences having run for the expected number of pulses. Upon opening of the pod, the needle mechanism fully deployed. Inspection of the internal components found score marks on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. The misaligned linkage assembly resulted in contact with the top housing, preventing the needle mechanism from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.